Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt132 infant continous flow breathing circuit has a tear. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt132 infant continous flow breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a straight and clean cut in the returned dryline tube. A lot check revealed no other complaints of this nature for lot number 121007. Conclusion: we are unable to determine the cause of the damage observed on the returned dryline tube. Dryline tubes for all infant breathing circuits are visually inspected for any damage prior to being released for distribution. The dryline tube may have been damaged when the circuit or box was opened by the user. The user instructions that accompany the rt132 infant continous flow breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.